Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history settings issue. It was reported that ¿when the battery is removed, all data is lost.¿ there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the allegation of the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2017 with the following findings: the pump's black box showed evidence of a time and date reset on (B)(6) 2016. The pump was exercised for 24 hours with no alarms or warnings occurring. The pump's time and date were found to be resetting after the battery was removed for 6 hours. The pump maintained all of the other settings when it was powered on.